Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1715kl. The customer reported receiving a battery failed alarm. Troubleshooting was performed, and the customer reported that the battery cap contacts and battery compartment were not damaged or corroded. No harm requiring medical intervention was reported. Mmt-1715kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No failed batt test alarms noted during testing. Unit was successfully downloaded using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. However, on adapt, failed batt test (58) was recorded on (B)(6) 2024 at 04:33:06.000 hour and on (B)(6) 2024 at 14:56:56.000 hour. Pump was cut open to perform a visual inspection and found no moisture or physical damage on electronic assembly. Test p-cap locked in place properly during testing. The following damages were also noted: pillowing keypad overlay and scratched case. In summary, customer concern for failed batt test not confirmed. No failed batt test alarms noted during testing, however alarm was found in download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.